Manufacturer narrative:
The customer reported using the device on (B)(6) 2023, which had a crack in it prior to use. It was reported this caused the device to "adhere to her genital skin". It was reported this caused "minor tearing". It was reported the customer required sedation for the device to be removed. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Instrument had to be removed from "genital skin".